Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient underwent an intraocular lens (iol) exchange following being implanted due to a refractive error. Additional information was requested.

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3., b.3., b.6., d.11., and e.1. The manufacturer internal reference number is: (B)(4).